Event description:
It was observed that during the device evaluation, the ultrasound gatsrovideoscope exhibited insufficient adhesive in the screw holes of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h6 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be conclusively determined. However, it is likely the event occurred due to mishandling of the device at the facility. The events can be prevented in accordance with the following instructions for use: "important information ¿ please read before use precautions caution ¿do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." Olympus will continue to monitor field performance for this device.